Event description:
The reporter stated the surgeon inserted an aa4204vf silicone plate lens and did not like the way it seated in the eye. The lens was removed and a different diopter lens was implanted without any pt injury. The reporter stated there was not a problem with the lens but a surgeon's preference.

Manufacturer narrative:
(B) (4) no complaint against product. Results: visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. (B) (4).